Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed low flow alarms; however, it was reported that the low flow likely occurred during or after the arrest event. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. The submitted log files were reviewed and found that the pump operated at the set speed without issue. Atypical power cable disconnect alarms were captured on 17jan2022 while the device appeared to be connected to 14-volt batteries; refer to the controller investigation regarding this finding. A no external power alarm was activated on 17jan2022 at 10:15:41 that was caused by a double power cable disconnect event as the device was being decommissioned. The controller backup battery powered the system during the no external power event. The pump operated at the set speed until the driveline was disconnected on 17jan2022 at 10:32:16. An active low flow alarm was captured within the last 24 minutes before the driveline was disconnected. The system appeared to be operating as intended, and there were no other notable alarms active in the log file. Multiple requests for additional information regarding this event were submitted to the account; no response has been received at this time. (B)(6) has not been returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists death and respiratory failure as adverse events that may be associated with the use of the heartmate 3 lvas. Section 1 of the IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2017. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient passed away on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented with hypoxic cardiac arrest from home on (B)(6) 2022. Per emergency room (ER) chart, cardiac arrest occurred around approximately 9:25-9:48. The patient was noted to have low flow alarms and a driveline disconnect alarm, likely occurring during or after cardiac arrest. The ventricular assist device (vad) was decommissioned post arrest. The patient's log files appeared normal until 10:08 when low flow events began to occur which continued throughout the remainder of the log file. External power was removed from the controller at 10:15:41 and the external backup battery operated the system for the remainder of the log file. The driveline was disconnected at 10:32:16 and the pump stopped at 10:32:17. The mechanical circulatory support (mcs) equipment appeared to have been operating as intended.